Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the patient, therefore device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for air in tubing (without alarm) was not confirmed due to unavailable sample. The cause is an open clamp on the patient line. A batch review was not performed due to unknown lot number. Label review was performed and the review found the labeling adequate for the user error in the complaint. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Event description:
A patient contacted (B)(4) regarding assistance with check patient line alarm while using the homechoice (hc) during the "connect yourself" prompt. The patient stated the bubbles were smaller than inch. (B)(4) had the patient press "go' to start therapy. All bubbles went back into the hc. The drain volume increased normally. Product surveillance contacted the patient who stated they went ahead and completed their therapy and that their therapy had been going well since the reported event. The patient thought the air in the line was due to use error as they forgot to open their line clamp during setup. The patient did not see anything unusual about their supplies or any leaks in the supplies. The patient discarded the setup and did not know the lot information. No injury or medical intervention was reported.